Manufacturer narrative:
B3 and d4 was erroneously entered on the initial manufacturer device report number.

Manufacturer narrative:
B5: additional event description added - clinical review. H6. Health effect - clinical code added based on clinical review.

Event description:
An impella cp device was inserted into the right femoral artery in a 61-year-old male patient with a past medical history of coronary artery disease (cad), presenting in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, there was a purge system failure. Exchanging cassettes did not resolve the issue, so the automated impella controller (aic) was exchanged for a new aic. No further issues were noted. There was no noted interruption of flow or support for the patient. The device was explanted in the procedure area. The post-procedure outcome is survived at explant. The impella functioned as intended. The aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an automated impella controller failed to recognize a purge cassette. Despite replacing two cassettes the error persisted. The cassettes were functional on a different controller. The controller was replaced to continue patient support. No patient harm was reported.